Event description:
A malfunction alarm in the tandem mobi pump was reported. The customer's blood glucose level exceeded 500 mg/dl, with the exact value noted as "high." To address this, the customer administered a correction injection using multiple daily injections without third-party assistance. Tandem technical support diagnosed a cartridge alarm during the load process and guided the customer through steps to remove the cartridge and deliver a bolus, which completed successfully. The customer was then able to reload the original cartridge and resume insulin therapy, resolving the issue.